Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use of the device on a patient, it was reported that the tube tip was found dyed in blue when the package was opened. The customer reported that there was no patient involvement.